Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device. It was reported that the monitor was not functioning. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The monitor cable for the navigation system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply for the navigation system has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The power supply for the navigation system was returned to the manufacturer for evaluation. Testing found that the power supply did not have an output on the 28 vdc port. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the returned monitor displayed a good image with no anomalies. No problem found. If information is provided in the future, a supplemental report will be issued.